Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed for balloon failure to inflate issue with test balloon. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) found the device has an unknown error and then the power-on alarm electrical fault 14. The cause of the fault was found on site. After inspection, it was found that there was a problem with the compressor (0119-00-0236) and the pneumatic module (0997-00-1178) test. It needs to be replaced and tested to meet the factory requirements before it can be used. Replace the spare parts, and after replacement, perform functional tests according to the factory's specified requirements. After testing, it meets the factory's specified requirements and is delivered for use.